Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that the micromyst applicator (205000ds) was blocked. It was used for a tumor dura procedure. There was no patient injury and no delay in surgery.

Manufacturer narrative:
205000ds micromyst applicator box of 5 was returned for evaluation: device history record (DHR) - documentation review of DHR shows all product was manufactured and released meeting all quality criteria. Failure analysis - investigation of the returned device verified that one channel was blocked. This was determined as not a device issue, but likely a polymer issue that caused the obstruction in the fluid pathway of the extended tip. The channels of the applicator remain separate, as such the applicator is functioning as intended. Root cause analysis - the reported condition was confirmed, but root cause could not be reliably determined. There was blue gel obstruction inside the applicator, however the applicator itself passed all tests for functionality. Product received was tested and blue gel obstruction was found in one of the fluid pathways, rendering this not an applicator issue, but rather a gel issue. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. The risk remains acceptable per the risk analysis. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a